Event description:
It was reported the patient had recurring incontinence. The acticon neosphincter was explanted and replaced on (B)(6) 2014. No patient complications were reported in relation to this event.

Manufacturer narrative:
Additional device info: cuff catalog #: 72401980; exp. Date: 01/26/2009; serial#: (B)(4); mfg date: 01/2004. Pump catalog #: 72402287; exp. Date: 05/03/2011; serial #: (B)(4); mfg date: 5/2006. Balloon catalog #: 72402106; exp. Date: 12/08/2010; serial # (B)(4); mfg date: 12/2005.